Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined however the downstream sensor was recalibrated as precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion testing, alarming at 24 pounds per square inch. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.